Manufacturer narrative:
The device was returned and evaluated. Evaluation revealed that the lens was cut in half and the haptics were attached to each end. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Event description:
It was reported that after implantation of an intraocular lens (iol) in the right eye(od), the patient experienced glares, halos and persistent cloudy at all distance and was unable to tolerate the lens despite the 20/20 vision. The lens was explanted approximately 3 months later and a new lens of a different model was implanted. The patient's prognosis is reportedly good.